Event description:
Information received by medtronic indicated that the insulin pump's battery last less than expected and new the battery did not work at first. Customer stated that there was delay in information to come up on the screen. Customer reported rewind was slower and noisier. Customer reported buttons were harder to push. Customer stated that the insulin pump had crack on the display screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.